Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes into treatment with a revaclear 400, a patient developed an allergic reaction manifested in chest tightness and shortness of breath. The patient was treated with glucocorticoid, revaclear was discontinued and the patient's symptoms improved. No additional information is available.